Event description:
It was reported that when the patient presented to the clinic for routine follow up, increased rv capture threshold was observed. Diagnostic imaging revealed suspected dislodgment. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Product not returned. (B)(4).